Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, chemotherapy medication leaked with a bd IV set/n35/20drop/l. The following information was provided by the initial reporter, translated from (B)(6) to english: when giving granisetron, hcp didn't find leakage, then leakage was confirmed when giving oxaliplatin with drip eye.

Event description:
It was reported that during use, chemotherapy medication leaked with a bd IV set/n35/20drop/l. The following information was provided by the initial reporter, translated from japanese to english: when giving granisetron, hcp didn't find leakage, then leakage was confirmed when giving oxaliplatin with drip eye.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/15/2020. H.6. Investigation: we checked the actual product leakage was found from the tube under the drip tube, as reported. Cracks were found in the leaked tube. In addition, 100% of this product was inspected for leaks when it was assembled into the drip tube, and immediately before it was put into the individual packaging, all items were visually inspected. From the state of the actual product and the complaint that a leak occurred during use, we speculated that this event was caused by the tube breaking due to contact with some sharp object during use. DHR could not be performed due to unknown lot#.